Event description:
It was reported that the patient's pacemaker had displaced and the right ventricular lead exhibited unspecified issues. On (B)(6) 2017, the device and lead were explanted and replaced successfully with no distress to the patient.

Manufacturer narrative:
The reported field event of device migration was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.